Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated that their implant is not charging. Pt stated the implant won't connect and won't charge. Pt stated that the equipment has been sitting for months and they are unable to connect. Pt was inquiring about meeting with a local rep. Troubleshooting was unable to be performed as pt did not have equipment with during the call. Ps encouraged pt to call back once they have their equipment. No patient symptoms were reported.